Event description:
It was reported that while surgeon was performing repair of right intertrochanteric femur fracture using itst disposable drill bit, the drill bit broke. All parts of the drill bit were retrieved.

Manufacturer narrative:
Info was received via medwatch report #3401150000-2011-8010. Eval summary: the drill had a potential field age of approx five months at the time of the event. It is unclear in what manner the product was used. It is unk what type of loading the driver was subjected to during surgery (i.e. Bending moment loads). This is the second occurrence of this failure reported for this part number. Cause of complaint cannot be determined due to insufficient evidence. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.